Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test at 0.08725 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device powered up properly after the test battery was installed. Device was monitored for 3 days. No blank display noted. Device uploaded properly using care link. Device had minor scratched display window, cracked display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube, scratched reservoir tube window, cracked reservoir tube lip and a missing end cap sticker. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had blank display. The customer's blood glucose value was 327 mg/dl. Troubleshooting was performed. Customer states they had high blood glucose and treated with syringe. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.